Event description:
During a procedure the probe tip broke off. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) for evaluation. The evaluation confirmed that the probe broke down. During their performed investigation they found the probe was broken at the tip. They found some scratches on the probe surface on the distal end. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, we have concluded that the probe tip presumably was scratched because the physician activated ultrasonic output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and the error displayed. Consequently, the physician continued to use the device and the probe broke. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the evaluation, this report appears to be related to user handling.